Event description:
During rotation of the gantry from the operator console, the accessory holder attached to the collimator collided with the pt support table. The accessory holder broke. There was a pt on the table but no injury occurred. The operator failed to follow warnings provided to verify that there is adequate clearance before beginning the procedure.